Manufacturer narrative:
The alleged complaint is not confirmed. The products were not returned and no radiographic images were provided evaluation. Production records indicate that this part was manufactured to specification. This failure mode is listed in the device package insert and risk documentation. No trends were detected. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly the patient was revised due to mom complications: severe hip pain; elevated metal levels of cobalt and chromium; evidence of subsidence of the stem; metallosis; and clicking (right).